Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.0 inr, customer meter with customer strips: 4.2 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result was 5.5 inr. The repeat result a few minutes later with meter serial number (B)(4) was 3.1 inr. This result was believed to be correct. There was no allegation of an adverse event. The customer was not anemic or polycythemic, not on heparin, no antiphospholipid antibodies, not using direct thrombin inhibitors, no medication changes, no illness, no dietary changes, and no symptoms of high results. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.